Event description:
Dr decided to place a stent. He went down with another co's stent to lesion in lad. The device would not hold pressure. Dr. Decided to try and deploy the stent by cranking up the balloon as fast as possible. The vessel became dissected and balloon on stent burst. Dr tried to use the catheter on dissection. Pt was sent to surgery. At the end of the case the dr put a stopcock on device and it held pressure at 8 and 10 atm.